Event description:
There was no pt involved in this event. This device malfunctioned because the device passed a self-test then failed the next self-test. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The pad device was installed on (B)(6) 2011 and operated successfully until (B)(6) 2013. During initial testing the returned pad-pak from lot a1165 was inserted into the device. There was no response from the device. A test pad-pak was installed and the device was subject to further testing during which the test pad-pak had a blown fuse. This confirms the reported fault. The device was disassembled for investigation and it revealed the c9 capacitor was bulging at the vent on the top of the capacitor, there was also a residue found on the top of the capacitor. This would suggest the capacitor had failed and would explain the fused pad-pak's and absence of the status led. The c9 capacitor was replaced and the unit was left at room temperature with a test pad-pak fitted for 48 hours, while performing self-test every 20 minutes. The unit displayed no fault. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.